Event description:
It was reported that the patient presented with blurry vision provided as vision not sharp in far eyesight (right eye). Account indicated that the intraocular lens (iol) was explanted during a secondary surgery on (B)(6) 2022 during which the incision was enlarged to remove the lens. The iol is not available for investigation. Patient has completely recovered and outcome is reportedly good post surgery. No further information is available.

Manufacturer narrative:
Patient age, weight and ethnicity: information not provided as per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded. Therefore, the information is not available. If implanted, give date: information not provided as it is not available. Phone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.